Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated.

Event description:
It was reported that ipg was inoperable and unable to communicate with external devices. Programmer displayed error message "replace generator, the generator has reached the end of its service." Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.